Event description:
It was reported that a kink and recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) was inserted into the was. The closure device was deployed in the laa, but did not meet release criteria. A partial recapture was attempted and the physician noted that there was a lot of tension during their attempt. After several more attempts the physician decided to perform a full recapture of the device which they were successful in doing. When the wds was removed, a kink was found. The physician exchanged the wds and successfully completed the procedure. There were no patient complications that were reported.